Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Furthermore, a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the hospital on (B)(6) 2020 due to worsening right ventricular (rv) failure with a creatinine (cr) level of 4.3. Inotropes were continued and the patient was started on intravenous (IV) diuresis. Comfort care was initiated and the patient ultimately expired on (B)(6) 2020. The account also reported that blood cultures taken on (B)(6) 2020 were positive for bacillus (not related to PICC line as the tip was negative). No treatment was given for the positive blood cultures as they resulted after the patient passed away. No driveline drainage was noted. The account communicated that an autopsy was not performed. Heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), was not explanted and will not be returned for evaluation. The hmii lvas instructions for use (IFU) document lists right heart failure and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. The heartmate (hm) ii left ventricular assist system (lvas) instructions for user (IFU), document (B)(4), rev. H and the heartmate ii patient handbook, document (B)(4), rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, infection (local, driveline and pump pocket), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under "postoperative patient care"), cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for worsening right ventricle failure. Inotropes continued and intravenous (IV) diuresis. Comfort care was initiated and patient expired on (B)(6) 2020. Patient's blood cultures drawn on (B)(6) 2020 resulted bacillus (not related to peripherally inserted central catheter (PICC) line) but there was no treatment as the results were presented after the patient expired. No driveline drainage noted.